Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. The doctor stated: "the tubes are filling much more than the mark. The vacuum ends when the tube is filled till its upper edge."

Manufacturer narrative:
H6: investigation summary no customer samples, 3 photos, and 2 videos were returned by the customer in support of this complaint. The photos and videos were evaluated and do not show the customer's indicated failure mode of overfill. The meniscus of the liquid is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the closure. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photos, videos, or the retention testing provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. The doctor stated: "the tubes are filling much more than the mark. The vacuum ends when the tube is filled till its upper edge."